Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to unlock the ilet pump and could not initiate a firmware update through the app; troubleshooting identified a cracked screen that prevented interaction with the device, and a replacement device was arranged. Symptoms included no reported adverse physiological effects and blood glucose reported as unaffected. Outcomes included device replacement and no hospitalization. Investigation included guided troubleshooting, app reinstallation, bluetooth re-pairing attempts, and assessment of device usability. Investigation of this case revealed a damaged display that rendered the screen unresponsive and prevented device operation and firmware update initiation, consistent with a device component failure of the front display/touch interface leading to a usability malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device damage resulting in screen unresponsiveness.